Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing resulting in inappropriate anti- tachycardia pacing (atp) therapy. Additionally, it was noted that r-waves exhibited low amplitudes. Technical services (ts) recommended programming options. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).